Event description:
On (B)(6) 2023, rayner received notification from its german affiliate company of an event that occurred during implantation of a rayone emv rao200e. The event description provided states that the lens exited the injector with full force causing posterior capsule rupture.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that the lens exited the injector with full force causing a posterior capsule rupture. The rayone emv rao200e iol was explanted, an anterior vitrectomy was performed and a sulcus fixated iol was implanted. The patient was prescribed apokam and miochol. The healthcare facility has confirmed that the patient is well post-operatively. The rayone preloaded injector risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Our review of production records for the rayone emv rao200e batch 122205988 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 122205988.